Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that during usage of the driver the orange charge capacity was indicated. The torque was too low and therefore the needle could not be drill completely into the bone. The patient is deceased.

Manufacturer narrative:
(B)(4). The complaint description is changed to the following: during usage of the driver the red charge capacity was indicated. The torque was too low and therefore the needle could not be drilled completely into the bone. Another driver and a new needle was used successfully for placement of an io-access; drugs were applied through this access. There was a delay of 5 minutes of resuscitation. The patient is deceased. The ez-io g3 driver was returned for evaluation. Upon receipt, the driver was visually inspected. No physical damage was observed. When the trigger was pressed, the led flashed red, indicating the driver was near its end of life. No trigger guard was present. Functional testing was performed on the device and no issues were encountered. Based on the investigation performed, the reported complaint could not be confirmed. Although the device was near its end of life, the sawbone insertions demonstrated that sufficient power existed in the driver to perform medium and hard bone insertions if appropriate technique is used. No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident.

Event description:
The complaint is reported as: during usage of the driver the red charge capacity was indicated. The torque was too low and therefore the needle could not be drilled completely into the bone. Another driver and a new needle was used successfully for placement of an io-access; drugs were applied through this access. There was a delay of 5 minutes of resuscitation. The patient is deceased.